Event description:
The following has been reported by customer: on (B)(6) 2026, around 2 pm, a flow rate ml/h outside the standard established in the medical prescription was identified. Being suggestive of human command error in the equipment. The patient involved in the adverse event presented numbness in the lower limbs and abdomen, hypotension, and desaturation after infusion of 41.5 ml/h of ropivacaine in ldc, approximately 50 minutes after an error occurred during the manipulation of the infusion pump. The current prescription provided for an infusion of 5 ml/h. The event was reported to the nursing supervision, and the team involved was instructed about patient safety measures and institutional flows, with reinforcement of preventive actions to avoid new similar episodes. It is noteworthy that the medication was being infused into a common infusion pump (agilia vp mc), instead of a specific pump for the epidural route, equipped with a safety lock. Hypotension, numbness, risk for respiratory failure, risk of death reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.